Event description:
Review pc data attached on november 20 at 1515; flex was primed perfectly with no problems, but done outside the patients room so turned it off and unplugged it, took it to the patient's bedside, turned it on and went onto crrt. Everything went perfectly - only alarm was the confirm positive pressure range which we retested and increased the qb to correct. The bedside nurse called the ICU educator over at the bottom of the hour because the history was telling her that it ran for -3345 minutes and gave back a ridiculous volume on the patient fluid removal of - 44000 + ml's in the 30 minutes of run time - so obviously incorrect and most probably due to a history jump which we can accept. ICU educator: " I am puzzled as to what the cause could have been for the inaccurate numbers. Scales were calibrated prior to run and treatment continued after this glitch". No blood loss was reported.

Manufacturer narrative:
No patient injury or medical consequence was reported as a result of this incident. No gambro technician serviced this machine after the reported incident. However, a technical review of the data files was conducted. Based upon complaint description, this appears to be a data discrepancy. Gambro is aware of other complaints for data discrepancy and is continuing to track and trend these reported events.